Event description:
It was reported that the alert was triggered for high impedance on the lead. It was also reported that the lead had varying and increasing impedance over time. The patient was put on a device monitor and the lead remains in use. No patient complications have bee reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4)/ the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One patient alert for out of tolerance subthreshold lead impedance occurred on 17-oct-2011 02:15:04. Weekly pace lead impedance trend data show various spike increases for max rv pace = 528 to 1040 ohms peak between 14-jul-2010 and 12-oct-2011.